Manufacturer narrative:
Depuy synthes is submitting thisrt port pursuant to the provisions of 21 cfr, part 803. This report may be based oable to investigate or verify prior to tre rectireconcpusion bdate. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential eemployees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: both of the returned arts were in used condition. The sub-component lmed95 (screw cover) is missing on both the returned parts. Functional testing: a complete functional test cannot be performed as sub-component lmed95 (screw cover) is missing conclusion: the complaint cannot be confirmed as complete functional test cannot be performed due to missing sub-component lmed95 (screw cover). The exact cause for the missing components is unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part #: 03.602.042, synthes lot number: h818572-06 , supplier lot number: h818572-06 , manufacturing site: na, release to warehouse date: na, supplier: na. It was confirmed that the lot was released for sale 26-jun-2019 and nonconformance module search confirmed no ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during inspection of devices at the storage facility two (2) new torque limiter instruments will not function correctly and reach the nominal value. There was no patient involvement this is report 1 of 2 for (B)(4).